Event description:
The user facility reported an 82-year-old female was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the physician inadvertently pulled the impella out of the left ventricle while attempting to reposition the pump after the patient was transferred to the operating room. Multiple attempts were made to re-cross the aortic valve, however these efforts were unsuccessful. The decision was then made to explant the impella and replace it with an iabp (intra-aortic balloon pump). There was no harm to the patient.

Manufacturer narrative:
The investigation for the positioning issue has been completed. The device was not returned for evaluation. However, the clinical report provided sufficient details to determine the root cause. It was ascertained that the cause of the positioning issue was wireless re-access. The impella device is not indicated for wireless re-access. This report is being filed as part of a retrospective review of historical records.